Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) was being checked in the emergency department after the device delivered inappropriate anti-tachycardia pacing (atp) and shocks for atrial fibrillation (af) with rapid ventricular response (rvr), resulting in therapy exhaustion. Technical services (ts) discussed programming and rate control options for the patient to mitigate future inappropriate therapy. No adverse patient effects were reported. The device remains in service.